Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) had loss of capture due to exit block. All other electrical measurements were stable. The lead was replaced three months after implant. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.